Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that an invasive procedure was performed to surgically abandon the lead. No adverse patient effects were reported.

Event description:
Additional information indicates that the reason the lead was abandoned was due to loss of capture. The lead was not visibly damaged. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead had a conductor fracture. Pacing impedance measurements were greater than 2,500 ohms and there was no capture. The device was reprogrammed to aair mode. To date, there have been no adverse patient effects reported.